Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was shocking. She had a "bravo ph monitor" implanted on (B)(6) 2015 and she began to have complications on that date. They had pain. On (B)(6) 2015 she felt a shock sensation in her right leg and at the lead wires in her back. It felt intermittent. She checked the implantable neurostimulator (ins) and it was off. The patient had no idea how long the device was off. It was confirmed that the therapy was off with the patient programmer. She did not turn her ins off. There were no falls/trauma that could be related to the issue. There was pain and a shocking sensation. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.